Event description:
The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - patient underwent repair of incisional ventral hernia with implant of composix kugel mesh. (B)(6) 2005 - patient was readmitted to the hospital with a post op ileus. This resolved. (B)(6), 2006 - patient underwent laparoscopy for endometriosis and ovarian cyst. Lysis of adhesions was performed. Composix kugel mesh not noted. (B)(6) 2011 - patient had serosanguineous purulent fluid drainage from the periumbilical area. The mesh was embedded in the hernia and had migrated and with fluid around it. Infected composix kugel mesh was explanted. Lysis of adhesions was done around the mesh. Adhesions around the hernia site were left to prevent insinuation of small bowel in the hernia site to prevent future strangulation or incarceration.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, asthma, multiple abdominal surgeries, and frequent infections. Patient underwent repair hernia with implant of composix kugel mesh. A year later, patient had a laparoscopy for endometriosis and ovarian cyst, however mesh was not noted. Five years later, patient developed serosanguineous purulent drainage from periumbilical area and underwent laparoscopic removal of infected mesh. Mesh was found to be embedded in the hernia and had migrated, and was explanted. The information provided indicates that the patient developed, and was treated for infection and adhesions, which are known adverse events listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No product identifiers have been provided, therefore a manufacturing review cannot be performed. There is no indication of defective mesh. Additionally, no product has been returned. If additional information is obtained, a follow-up MDR will be submitted.